Event description:
The customer reported the system is not starting up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the key switch and main connector. System operates as intended. This MDR is related to ge healthcare complaint.